Manufacturer narrative:
A1 - patient identifier: updated. E1 - initial reporter facility name, address, and phone: (B)(6). Device evaluated by MFR: the gw fathom periph device was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the distal tip was detached. This concludes the product analysis.

Event description:
It was reported that tip of the guidewire became separated and remained unretrieved inside the patient's body. The non-stenosed target lesion was located in the moderately tortuous and non-calcified liver. A 200cm x 10cm fathom-14 guidewire was selected for transarterial chemoembolization (tace). However, during the procedure, it was noted that the tip of the guidewire became separated within the patient's blood vessel after superselection. The separated tip remained unretrieved inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that on (B)(6) 2025, after the patient underwent digital subtraction angiography (dsa) and the target blood vessel was identified, during the process of super-selecting the target blood vessel with fathom, the blood vessel cannot be super-selected due to its complex and tortuous nature. When the fathom wire was withdrawn, about 5 cm of the tip broke off. The distal part of the fathom wire was withdrawn, and about 5 cm of the tip remained in the aberrant right hepatic artery of the superior mesenteric artery. The fathom wire broke during the super-selection process and remained in the body. The patient had no obvious symptoms, and subsequent clinical observation was required. The physician has no plan to remove the tip. The patient is stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the gw fathom periph device was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the distal tip was detached. This concludes the product analysis.

Event description:
It was reported that tip of the guidewire became separated and remained unretrieved inside the patient's body. The non-stenosed target lesion was located in the moderately tortuous and non-calcified liver. A 200cm x 10cm fathom-14 guidewire was selected for transarterial chemoembolization (tace). However, during the procedure, it was noted that the tip of the guidewire became separated within the patient's blood vessel after superselection. The separated tip remained unretrieved inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that on (B)(6) 2025, after the patient underwent digital subtraction angiography (dsa) and the target blood vessel was identified, during the process of super-selecting the target blood vessel with fathom, the blood vessel cannot be super-selected due to its complex and tortuous nature. When the fathom wire was withdrawn, about 5 cm of the tip broke off. The distal part of the fathom wire was withdrawn, and about 5 cm of the tip remained in the aberrant right hepatic artery of the superior mesenteric artery. The fathom wire broke during the super-selection process and remained in the body. The patient had no obvious symptoms, and subsequent clinical observation was required. The physician has no plan to remove the tip. The patient is stable.

Event description:
It was reported that tip of the guidewire became separated and remained unretrieved inside the patient's body. The non-stenosed target lesion was located in the moderately tortuous and non-calcified liver. A 200cm x 10cm fathom-14 guidewire was selected for transarterial chemoembolization (tace). However, during the procedure, it was noted that the tip of the guidewire became separated within the patient's blood vessel after superselection. The separated tip remained unretrieved inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that on (B)(6) 2025, after the patient underwent digital subtraction angiography (dsa) and the target blood vessel was identified, during the process of super-selecting the target blood vessel with fathom, the blood vessel cannot be super-selected due to its complex and tortuous nature. When the fathom wire was withdrawn, about 5 cm of the tip broke off. The distal part of the fathom wire was withdrawn, and about 5 cm of the tip remained in the aberrant right hepatic artery of the superior mesenteric artery. The fathom wire broke during the super-selection process and remained in the body. The patient had no obvious symptoms, and subsequent clinical observation was required. The physician has no plan to remove the tip. The patient is stable.

Manufacturer narrative:
Correction to field b3: date of event from 07/02/2025 to 07/01/2025. B5. Describe event or problem: added information, based on additional information. E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). 1 - initial reporter phone: (B)(6).

Event description:
It was reported that tip of the guidewire became separated and remained unretrieved inside the patient's body. The non-stenosed target lesion was located in the moderately tortuous and non-calcified liver. A 200cm x 10cm fathom-14 guidewire was selected for transarterial chemoembolization (tace). However, during the procedure, it was noted that the tip of the guidewire became separated within the patient's blood vessel after superselection. The separated tip remained unretrieved inside the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.